Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument pulley wire snapped during use. The customer inspected the abdomen to confirm that there were no fragments. The customer exchanged the instrument for a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the proximal end. The broken cable segment that contains the crimp was still inside the housing. Grip cable breakage occurs when tensile load exceeds the ultimate strength of the material. The grip cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence grip cable failure. The wire was dislodged for the broken cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon was conducting a ventral hernia repair when the issue occurred. The customer confirmed that there was no issue with operating the grips of the instrument prior to the issue occurring, the surgeon did not note any issue with the pitch or yaw motions of the instrument as a result of the issue. There was no cable protruding from the instrument.

Event description:
Refer to h10/h11 for follow-up information.